Event description:
This spontaneous case describes the occurrence of genital haemorrhage ("bleeding") and walking disability ("disabled situation (wheelchair)") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion intervention required), adverse reaction ("side effects"), fatigue ("fatigue"), mobility decreased ("loss of mobility"), headache ("headaches"), myalgia ("muscle pain"), nervous system disorder ("neurological disorders") and walking disability (seriousness criterion disability). The patient was treated with surgery (removal of device, tubes and uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered adverse reaction, fatigue, genital haemorrhage, headache, mobility decreased, myalgia, nervous system disorder and walking disability to be related to essure administration. The reporter commented: the seriousness criterion disability, incapacity was mentioned, but not specified for which event reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of genital haemorrhage (bleeding) and walking disability ('disabled situation (wheelchair)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), adverse reaction (side effects), fatigue (fatigue), mobility decreased (loss of mobility), headache (headaches), myalgia (muscle pain), nervous system disorder (neurological disorders) and walking disability (seriousness criterion disability). The patient was treated with surgery (removal of device, tubes and uterus). Essure was removed. At the time of the report, the genital haemorrhage, adverse reaction, fatigue, mobility decreased, headache, myalgia, nervous system disorder and walking disability outcome was unknown. The reporter considered adverse reaction, fatigue, genital haemorrhage, headache, mobility decreased, myalgia, nervous system disorder and walking disability to be related to essure. The reporter commented: the seriousness criterion disability, incapacity was mentioned, but not specified for which event reported. Amendment: the report was amended for the following reason: upon receiving a internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) transferred to the retention case (B)(4). E2b company number added. Hence, this case should be deleted from bayer data base. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.